Manufacturer narrative:
User error.

Event description:
Consumer alleges while backing out of the elevator, she hit the wall and the unit allegedly flipped over.

Event description:
Consumer alleges while backing out of the elevator, she hit the wall and the unit allegedly flipped over.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.